Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8825bc pushlock batch 15378388 was received for investigation. Visual inspection identified that only the driver and the eyelet were returned for evaluation. Functional testing could not be performed due to the device's damage. The most likely cause for the reported failure is user-related handling during suture passage. The tip of the pushlock mini suture anchor detached while the tape was being sutured through, which is consistent with excessive or off-axis force applied to the anchor during suture shuttling or tape passage. The complaint allegation that the anchor detached is confirmed.

Event description:
On 08/27/2025, an arthrex subsidiary employee reported via email that an ar-8825bc biocomposite pushlock mini suture anchor became unusable when the tip of the anchor detached as the tape was sutured through. The surgery was completed using a replacement ar-8825bc biocomposite pushlock mini suture anchor. No breakage occurred within the patient during use. There was no significant delay in the procedure, no additional anesthesia was administered, and no adverse effects were reported. This issue was identified during a procedure performed on (B)(6) 2025, with no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.